Event description:
During a pta to the superficial femoral artery, the balloon ruptured at an unknown pressure. The target vessel was not tortuous but was 100% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. A second savvy balloon (435606s) was used to successfully complete the procedure. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code).